Manufacturer narrative:
Section d4: catalog number corrected. Manufacturer's investigation conclusion: the reported event of a line in the display of the system controller was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis. Provided information indicated that the product was shipped to the edc, to date the product has not been received by the edc or the ppe group. If the product is received at a later date the investigation will be reopened. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 28aug2023. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the screen of the monitor showed a line. The patient felt insecure. The system controller was replaced.